Event description:
It was reported that during a transurethral lithotripsy procedure for urinary tract stone, there was a connection error, the device was rebooted but the error persisted. Due to this, the procedure was finally completed using another device. There were no patient complications. The device returned and it was analyzed, confirming the fiber was broken in two pieces.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified there were no damages detected on the connector face. During functional testing the fiber was recognized by the console. The alleged device displays connection issue courtesy error message was not confirmed. However, during visual examination it was identified that the fiber body was received in two pieces. The fiber had no signs of usage. It is probable that the damaged to the fiber body component occurred while connecting the fiber to the console.